Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an overwrap packet of the product code m8556 could be observed. On the picture only was observed the back packet and several marks that appears to be holes. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned sample determined that one opened sample of product code m8556 was received for evaluation. As per visual inspection holes in the overwrap packet defect could be observed. The visual inspection concluded that the sterile barrier was compromised due to pin holes were observed on the overwrap packet and straight pack folder caused by the tip needle. The hole in the overwrap package and incorrect needle park defects have been correlated to the manufacturing process. According to the procedures is a critical defect and a class 1 defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the hole in the overwrap package and incorrect needle park was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information was requested, and the following was obtained: was there any hole, tear or puncture visible in the package where the needle could have protruded? A photo of the affected product was uploaded. Please see that. (We've not received the sample yet. But the photo was sent from the customer.) Procedure name? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgery, before being used on the patient, when taking out the package to the clean area, it was found that the needle had been protruded from the outer package. There was no patient consequence reported. Additional information was requested.